Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event; however, this lot is part of a recall.

Event description:
The procedure was pta of the left peroneal artery via the right femoral artery. After the nanocross was inserted across the blockage and inflated twice, the physician went to remove the balloon. As the balloon was being removed, the physician felt some resistance and the balloon stopped. The physician applied a small amount of extra force to remove the balloon and the shaft snapped in half. The 5f sheath was replaced with a longer sheath and a snare was inserted. The other part of the balloon catheter was removed in 3 pieces. The balloon was frozen or stuck on the wire and would not move. Angiograms were performed and the angioplasty site was fine and showed an acceptable result. No injury to the pt reported.